Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging caused by the ipg being too shallow. The physician relocated the ipg and the patient was reportedly doing well following the procedure.